Manufacturer narrative:
Monitored device and no blank display noted. Device passed the operating currents. Inspect the insulin pump and no anomaly found on the electronic/battery tube noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device would randomly shut off for hours. Customer's blood glucose was 423 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.